Manufacturer narrative:
This report is being filed to correct the outcomes attributed to adverse event field and device manufacture date. (B)(4).

Manufacturer narrative:
(B)(4); no products are expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information through that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system developed a hematoma as well as an erosion at the device pocket. Due to the erosion, there was a risk of an infection. As a result, the s-ICD was explanted. No additional adverse patient effects were reported. It is unknown if this electrode was explanted and attempts to obtain additional information were not successful.